Event description:
Hamilton medical ag received the following event description: during the ventialtion, the device alarmed with "tf:1404,1405 which is related to power management error". No harm to the patient, user or third party was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.